Manufacturer narrative:
Block a2: the provided patient age of 45 years is as of the time of the bladder defect was noted in (B)(6) 2021. Block a4: patient weight at the time of revision surgery (B)(6) 2022): 117.5 kg block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the report that the symptoms started in (B)(6) 2021. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting/admitting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of urethral erosion of the mesh. E172001 - captures the reportable event of bladder abscess. E1906 - captures the reportable event of recurring infections in the abdominal wall. E2327 - captures the reportable event of necrotizing fasciitis. E2314 - captures the reportable event of fistula. E2401 - captures the reportable event of "bladder defect." The following imdrf impact codes capture the reportable events of: f1905 - captures the reportable event of transvaginal and transabdominal removal of retropubic mid-urethral sling mesh. F1901 - captures the reportable event of multiple debridement procedures. F08 - captures the reportable event of the need to stay multiple nights in the hospital after the procedures on (B)(6) 2022.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a transvaginal tape placement procedure performed on (B)(6) 2013, to treat stress urinary incontinence. Throughout the procedure, there were no indications of bladder injuries, or any part of the trocars placed in the patient's bladder on intraoperative cystoscopy. The bladder cavity appeared normal, and the patient tolerated the entire procedure without any complications.the patient experienced necrotizing fasciitis in the anterior abdominal wall and an anterior bladder defect after following the given procedure. Multiple debridement procedures were required to address the symptoms starting in (B)(6) 2021. Recurring infections in the abdominal wall and bladder were also present, with a residual 5cm fluid collection in the pelvis leading to urethral erosion of the mesh. The patient was admitted to the hospital on (B)(6) 2022, and underwent various procedures to address the symptoms, including exploratory laparotomy, bladder abscess debridement and drainage, fistula takedown, transvaginal and transabdominal removal of retropubic mid-urethral sling mesh, urethrorrhaphy, omental flap, cystoscopy, and complex abdominal closure by plastic surgery. According to the physician, the surgery went smoothly without any complications. The patient was required to stay multiple nights in the hospital after surgery for intravenous pain management, wound care, and physical therapy. However, the patient made progress and was discharged home in good condition.